Manufacturer narrative:
The unit was received with critical pump error and a broken force sensor alarm due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error. Moisture damage was also found on themotor and force sensor during visual inspection. The following physical damage was noted: scratched case, case cracked behind the pump near the battery compartment, serial number label fading, pillowing keypadoverlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a long crack that extended from the top of the insulin pump throughout the entire length of the battery tube. The insulin pump was returned for analysis.